Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was no motor stall whatsoever. It was reiterated that there was no pump issue. The pump had come up on the ¿pump inventory hold list,¿ so the device manufacture reported it.

Event description:
The pump was critically alarming. The alarm was due to a motor stall. The patient had no symptoms or complications associated with the event. The device system was delivering morphine. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).